Event description:
It was reported that the pump was being removed because the patient had built up a tolerance to the medication/the medication wasn't working. The medication was removed from the pump and it was currently delivering saline to keep it operational. The patient was having an MRI (B)(6) 2013 for an unspecified reason. It was later reported that the patient was seen in the clinic following the MRI for a pump assessment status post MRI. The patient had obtained cardiac clearance and the patient was scheduled for surgery on (B)(6) 2013. The pump was going to be removed while they were doing a lumbar fusion surgery on the patient. The pump was read at 11:33 on (B)(6) 2013 and it was noted that the pump did stall on (B)(6) 2013 at 10:04 and a recovery had not yet occurred. Because the patient was having the pump removed 3 days later no action was taken; the pump had been delivering saline 100 mg/ml at 0.61 mg/day since (B)(6) 2012, so the patient would not go through withdrawal. Prior to the saline, the pump delivered fentanyl, bupivacaine, and baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).